Event description:
Just after use of the monopolar hook; towards the end of the laparoscopic cholecystectomy procedure, the surgeon noted that the hook tip was potentially missing from the device. It was determined that the hook had separated from the instrument and fallen into the surgical bed. The surgeon was able to locate and retrieve the hook from the patient prior to closure. No injury or impact to the patient was reported. The procedure was prolonged for approximately 30 minutes. The device was returned to transenterix, inc for evaluation. Visual inspection of the returned unit indicated that all other components were present and no evidence of insulation degradation or failure was noted.